Event description:
It was reported that at a follow up appointment, this device battery was found to be depleting prematurely. The patient also had complaints of lethargy. Boston scientific technical services were contacted and confirmed that the premature depletion was due to the high atrial sensing rate of the device. The field reprogrammed the outputs of the device to resolve the event. It was also discussed the patient's lethargy was related to the programmed rate response feature. Reprogramming recommendations were also provided for the minute ventilation (mv) to avoid the lethargy. The patient is continuing with normal follow ups and the device remains implanted and in service. The patient was stable with no adverse consequences.